Event description:
It was reported that an undefined malfunction alarm occurred. There was no reported impact to the customer's blood glucose level. The customer reset the pump to resolve the issue and resumed insulin therapy.